Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the mcreynolds impactor broke off in the accolade stem as the surgeon was trying to backslap stem out. The broken piece was stuck in the stem thread. The stem was successfully removed.